Event description:
During a premature ventricular contraction (pvc) ablation, an atrio-ventricular (av) block occurred close to the his bundle. A pacemaker was implanted to treat the av block.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported heart block remains unknown.